Manufacturer narrative:
This device is used for therapeutic purposes. Additional devices: bur (B)(4) 15cm x 5mm 15deg diamond (lot #0207661390, expiration date: oct. 29, 2014) bur (B)(4) 15cm x 5mm 15deg diamond (lot #0207855607, expiration date: dec. 19, 2014 ) (B)(4). The product was not returned for analysis. Method: no testing methods performed.

Manufacturer narrative:
The expiration dates are corrected on this report. The "use before" date for bur (B)(4) 15cm x 5mm 15deg diamond is 2017-(B)(6). The "use before" date for bur (B)(4) 15cm x 5mm 15deg diamond is 2017-(B)(6).

Event description:
It was reported that three burs broke at the part proximal of the product near the m4 handle. The breaks didn¿t result in fragments or potential fragments inside the surgical field, and there was no patient involvement.

Manufacturer narrative:
The device was received by medtronic on april 28, 2014. No known impact or consequence to patient. (B)(4). The patient code is being updated as the device showed signs of use with a patient. The product analysis was completed on may 12, 2014. The product analysis found that from visual evaluation, the inner shaft on all three samples was found broken close to the hub assembly. The other broken piece of the inner shaft remained inside the outer tube assembly and could not be removed since the outer shaft on all samples was angled / curved. There was considerable amount of discoloration present on the outer shaft near the tip assembly on all three samples. The hub assembly was observed under magnification and obvious dimples were noticed on all three hubs which indicated improper loading of the burs inside the handpiece. Based on previous investigations performed for similar failure, misloading of burs / bur not seating properly inside the handpiece can lead to device breakage. Method: actual device evaluated. (B)(4). Results: (B)(4). Conclusion: use error caused or contributed to event (B)(4).